Manufacturer narrative:
The field service engineer (fse) identified a leaking rinse tube. The investigation determined the event was consistent with the contamination of leaky cell rinse tubes dripping inside the reaction cells. After replacing the tubing the customer had no further issues. The investigation determined that the issue found by the fse was the root cause of the event. The crep2 reagent lot number was 93003001 with an expiration date of 31-oct-2026.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for creatinine plus ver.2 (crep2) on a cobas 8000 c702 module. The initial result was 526 mol/l the repeat result was 59 mol/l the sample was repeated as the initial result did not correspond to the patient's clinical diagnosis. The questionable result was not reported outside of the laboratory.